Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. One picture of the drill bit was received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting the additional information was sent on (B)(6) 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon used the drill bit with quick coupling, 2-fluted 2.5 mm, 154/180 mm fir a distal femur procedure on (B)(6) 2017. During the procedure, the tip of the drill bit fractured and could not be retrieved from the patient. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
The device was returned for investigation and the investigation results were made available. No medical data such as surgical notes or any other case-relevant documents received device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis no trend was identified. Review of event description: it was reported that during distal femur surgery the tip of the drill bit fractured and remained inside the patient's body. Devices analysis: the distal part of the fractured drill bit was returned for an investigation. There are some circular signs visible. The length is approximately 162mm, which means that a parts of 18mm length has fractured from the tip of the instrument. The fracture surface indicates that the breakage occurred because of excessive loading. Measurements: the outer diameter of the drill bit was measured using a micrometer (control number (B)(4)). A dimension of 2.49mm was measured, which is within the specification of ø 2.5 h8 mm. Review of product documentation: surgical technique: the surgical technique for the ncb distal femur was reviewed. It is mentioned that "in case of good bone quality it is recommended to drill the cortex with a 4.3mm drill bit". Moreover in all figures of the drilling process, a drilling perpendicular to the bone surface is illustrated. Biocompatibility: in accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours . It is advised to monitor the patient. Root cause analysis and conclusion: root cause determination using rmw instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible. A systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible. A systematic issue with material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current post market surveillance. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible. Visual examination showed no signs of corrosion. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible. A systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current post market surveillance. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Possible, as the fracture surface indicates that the breakage occurred because of excessive loading. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Possible, as the fracture surface indicates that the breakage occurred because of excessive loading. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as it cannot be excluded based on the available information. Conclusion: the distal part of the fractured drill bit was returned for an investigation. The fracture surface indicates that the breakage occurred because of excessive loading. Moreover the surgical technique advises to use a drill bit with a larger diameter to drill the cortex in case of a good bone quality. However, based on the available information an exact root cause could not be determined. It is advised to monitor the patient, as the broken off tip remained inside the patient's body. In accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on april 04, 2017. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It has now been reported that the surgery was completed with 10 minutes delay.